Event description:
During investigation of the device, it was found that a piece of foreign material was adhered to the electrical contacts of the scope connector of the device. This event did not occur during a procedure. There was no allegation of harm/adverse event associated with this event.

Manufacturer narrative:
Additional information: e1 (telephone number): (B)(6). The device was returned to olympus for inspection and the observed failure of foreign matter that adhered to the contacts of the scope connector was confirmed. Based on the results of the investigation, it was not possible to further determine a root cause for this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.